Event description:
It was reported to medtronic neurosurgery that a regular size strata valve was implanted into a neonate patient. A skin erosion at the valve site occurred and the patient got a (B)(6) infection.

Manufacturer narrative:
The device was unavailable for return. Therefore evaluation of the device performance was not possible. Review of the manufacturing and sterilization records was not possible as a lot number was not provided. The instructions for use that accompany the device state that the appropriate product and size must be chosen for the specific patient's needs, based on diagnostic tests and physician experience. All valves are 100% tested at the time of manufacture.